Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units display has green lines on the screen making it impossible to read.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) units display has green lines on the screen making it impossible to read. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluated the issue, the fse was able to reproduce the issue. Following a problem with lines appearing on the screen, the fse found that the problem came from the pcb controller card. The fse changed the card and tested the device. The device is in compliance.